Event description:
Per the audiologist the patient had an MRI with the internal device magnet in place resulting in the site to be ¿raised like a slight bump¿ with redness. Doctor advised the patient to discontinue use of the external processor until site was healed, patient continued to wear device. Per the audiologist, the internal magnet is dislodged and revision surgery is scheduled for 2009. The results of an integrity test 2009 showed to be normal.

Manufacturer narrative:
Cochlear attempted an electronic submission on march 5, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.